Event description:
The pt missed their refill visit in 2008, and the pt just started going through withdrawals. Symptoms included lethargy, flu-like symptoms, muscle ridigity, nausea, and pruritus; the pt had been itching her head quite a bit over the last week. The pt was admitted to the hospital two months later; it was unclear if it was a hospitalization or an emergency room visit. The next day, the pump ran dry. The following day, the pump was refilled; the pt's sister stated that at that time some of the drug went into the pump pocket site. It was noted that the pt's pump had "gone dry 2 times in the last 4 months. The pump alarm was heard during the event and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir being reached. The pump was currently programmed to deliver 2680 mcg/day of 2500 mcg/ml; the type of medication was not provided. At that rate, the pump would have been empty as of the previous month. The pt was getting 1348mcg/day on original date, so the pump had been updated since then but it was not known when or by how much. The logs had not been read. It was later reported that the low reservoir alarm date on the following month was set to fifteen days later. The low reservoir alarm was set to 2, so the pt would have received consistent dosing through the the next day, and then the rate could have dropped off causing withdrawal symptoms. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.